Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking event on (B)(6) 2026. The infusion set was fell off after taking a shower. No further information available.